Event description:
Customer reported that pump declared alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was unable to successfully load a cartridge despite assistance, prompting technical support to decide on replacing the pump. Customer was instructed to use multiple daily injections (mdi) as backup therapy and given directions to put the pump into storage mode and return it with a pre-paid label.